Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. According to the patient via social media, on (B)(6) /2025, the patient had surgery to remove a retained sensor wire. The surgeon removed about 20mm of tissue. It was not known if the sensor wire was successfully removed. No information about any type of other treatment was provided. Dexcom technical support is unable to obtain further details of the event. No patient or reporter details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.